Event description:
A report was received that the physician has recommended that the pt's ipg be replaced due to the age of the device. The pt is complaining that she had to charge everyday and the stimulation is not as strong.